Manufacturer narrative:
Device received with blank display. Problem isolated to lcd board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose at the time of the incident was 118 mg/dl. Troubleshooting was performed and the display did not return. The insulin pump was not dropped, bumped or exposed to moisture. The battery cap and compartment were not damaged or corroded. The customer also reported the screen was cracked. It was advised to discontinue the use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.